Event description:
As reported to coloplast though not verified, patients were implanted with coloplast pelvic mesh product. Later, patients experienced mental and physical pain and suffering, sustained permanent injury, permanent & substantial physical deformity and have undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.